Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient died, the family found relevant information about the valve recall in 2017 on the official website of the food and drug administration. There were no interventions/actions take to resolve the issue as well as no environmental/external/patient factors that may have led or contributed to the issue.